Event description:
Revision surgery required. Primary surgery of bha is (B) (6) 2007. After the surgery, the pt received surgery of debridement because the pt was infected. At that time, the surgeon found locking ring disassembled from centrax. The surgeon used new centrax.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4).